Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels exceeding 21 mmol/l (380 mg/dl) after an unspecified duration of pod wear. The customer stated that multiple correction boluses of 9 units each were administered without improvement in blood glucose levels. Reported symptoms included weakness and extreme fatigue. The customer was advised to remove the pod and apply a new one. Upon removal, it was observed that the cannula was bent. No medical assistance was reported in relation to this event.